Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture was confirmed. Based on a analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of both common femoral arteries was attempted using a proglide device with an 8f sheath on the left side and a 7f sheath on the right side after a percutaneous coronary interventional procedure. Reportedly, on both sides, when lowering the knot pulling the suture, the suture came out without hemostasis. One additional device was used on each side with the same results. Hemostasis was achieved on both sides by applying manual arterial compression. The patient is reported to be fine. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.